Manufacturer narrative:
Pump received no button response due to flattened button dome switch. Unable to performed excessive no delivery or verify motor error alarm due to flattened button dome switch. However, the motor was tested outside of the device and passed pump received with cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window. (B)(4).

Event description:
Customer reported via phone call to have received a no delivery alarm and while trying to fill tubing, received a motor error alarm. Customer's blood glucose was unknown. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal and customer was able to complete rewind process, but received a no delivery alarm. Alarm history showed three motor error alarms within the last month and no motor position encoder error alarm. Customer was advised that insulin pump would need to be replaced. Customer continued to receive no delivery alarms after troubleshooting.